Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported in a literature article, that a patient with chronic angle closure glaucoma developed sequential aqueous misdirection syndrome following a glaucoma filtration device (gfd) implant procedure. Prior to the gfd implantation she had a peripheral laser iridotomy. Her vision was 20/30 with maximum intraocular pressure (iop) of 32mmhg, and cup to disc ratio of 0.99. Following the gfd procedure, the iop in that eye was 42 mmhg with a flattening of the anterior chamber, and iop of 42mmhg. The patient was diagnosed with aqueous misdirection syndrome, and maximum medical iop management was started without the oral carbonic anhydrase inhibitor (cai). In contrast with the fellow eye, the patient did not develop a retinal or choroidal vascular occlusion. The patient underwent an urgent pars-plana vitrectomy with disruption of the anterior hyaloid successfully deepened the anterior chamber and reduced the iop to the mid-twenties. During the next seven months, the iop remained within normal limits, however, the anterior chamber flattened. A repeat pars plana vitrectomy following phacoemulsification with intraocular lens implantation successfully reformed the anterior chamber. The iop remained in the twenties with a visual acuity of 20/400. There are two medical device reports associated with this patient. This report is associated with the right eye.